Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator continuously rebooted itself while in use on a patient. The customer reported there was patient involvement. Patient harm is unknown.

Manufacturer narrative:
The sensor pcb was returned for failure investigation (fi) where it was noted diodes d7, d9, and d12 were illuminated, indicating a failure of the 5 volt supply. Fi determined the 5 volt failure was because dc-dc converter u24 had shorted.

Event description:
The customer reported the ventilator continuously rebooted itself while in use on a patient. The customer reported there was patient involvement with no harm to the patient.

Manufacturer narrative:
.